Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure, the anvil portion did not fall after the stapler fired and the line was opened. Anastomosis was repaired by suture. Surgery was not delayed and there were no patient consequences reported.